Manufacturer narrative:
This report will be amended when our investigation is complete. Received, not yet evaluated.

Event description:
It is reported that the liner was unable to be assembled to the cup.

Manufacturer narrative:
Concomitant medical product(s): liner 26 mm i.d. For use with 44/45/46 mm o.d. Shells cat: 00500104426 lot: 63266610. Complaint sample was evaluated and the reported event was unable to be confirmed. The devices were received fully assembled. The liner is fully seated in the shell. Damage is seen around the entire perimeter of the liner and poly lock ring. The femoral head can be rotated within the liner/lock ring. One of two tabs of the metal lock ring is seized in the lock ring grove of the shell. The condition of the returned devices will not allow for an accurate dimensional analysis. Device history record was reviewed and no discrepancies relevant to the reported event were found. The complaint is non-verifiable as the returned parts were assembled. However, they do exhibit damage indicative of use. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the liner was unable to be assembled to the cup. There was a 60 minute delay in the procedure. Another cup and liner were used to complete the procedure. No further patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.